Event description:
A malfunction alarm occurred with the pump during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to successfully load a new cartridge and resume insulin therapy, so technical support assisted with loading techniques and decided to replace the pump.